Manufacturer narrative:
Investigation results: a visual inspection was performed. The cannula nose was detached from the juicer body. A detailed inspection of mating surfaces between the cannula nose and juicer body shows residual adhesive is present. The compalint is confirmed.

Event description:
The hospital reported that before the saphenous vein harvesting procedure, the tip of the dissection tip on the harvesting cannula separated before using the device on the patient. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.